Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating the device experienced intermittent operation. The device was used in surgery. No user or patient injury reported. It is unknown if there was medical intervention. No additional information available.